Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the ins depleted abruptly and the patient lost therapy in (B)(6). The patient could not walk, stand up, or do anything and had to be hospitalized. The ins was replaced in(B)(6)2015. No further complications were reported.